Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/13/2024, that on 03/08/2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with rash with reported allergic reaction under the entire patch area. The area was prepared with soap/water before placing the sensor on the body. Two days after the rash developed, the patient was seen in the emergency department for an unspecified blood sugar problem. The allergic reaction was not the main reason why the patient was evaluated in the ed; however, while there, the skin reaction was evaluated. In the ER around 11:47am, the had x-ray and ultrasound. She was also given antibiotics- amoxicillin, keflex and hydrocortisone steroid cream. The patient was discharged at approximately 4:48pm that same day. At the time of the report 3 days later, the patient was fine. Of note, the patient would be seeing an allergist in the future and had a staph infection from prior use of a different brand sensor. No additional event or patient information is available.